Event description:
During treatment with the rotablator sys, they were able to successfully ablate the lesion. When "dyna" gliding out, the burr became stuck in the proximal portion of the circumflex. Pt sent to surgery for removal of burr and died on table.